Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a severely cracked lcd monitor. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the cracked top cover. Unrelated to the issue, the safety disk was in need of a replacement and was replaced. Safety and functionality checks were completed per the service manual and were passed to the factory specifications. The unit was returned for clinical service upon completion of the repair. A supplemental report will be submitted upon completion of our investigation.